Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735772. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the display of the camera cart monitor disappeared when preparing for a case. The camera cable was reconnected and the system was restarted, but did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735772 serial/lot# (B)(4), product ID: 9735795 serial/lot (B)(4). The cable was returned for analysis. Functional testing determined that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. The computer was return for analysis. The reported issue was confirmed. Functional testing determined that monitor wouldn't power up with a known good power supply. Display was black/blank. If information is provided in the future, a supplemental report will be issued.